Manufacturer narrative:
The customer reported that the central nurse's station has been resetting itself several times a month. The last time it reset, it took approximately 5 minutes to boot back up. The customer informed technical support that this issue is also occurring on another unit. Qa has requested the dump files and log files for the two cns units for investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station has been resetting itself several times a month.

Manufacturer narrative:
Corrected data: additional manufacturer narrative. Additional information: type of report: follow up, type of report: follow up, if follow-up, what type?: additional information/correction, event problem and evaluation codes. The customer reported that the central nurse's station has been resetting itself several times a month. The last time it reset, it took approximately 5 minutes to boot back up. The customer informed technical support that this issue is also occurring on another unit. Qa requested the dump files and log files for the two cns units for investigation. The files were investigated by nkc. It was stated that the problem may have occurred in the application process concerning the operation of the review screen. However, nkc could not confirm that this was the root cause due to the cns operating on an old software version.